Event description:
Additional information received on 26-jun-2024, for mw5146566. Correcting procode information. Reference report: mw5146567. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Reason for check: possible undersensing dual chamber pacemaker. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5146567.

Event description:
Reason for check: possible undersensing dual chamber pacemaker. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5146567.